Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "low battery always" during therapy (medication, dose, programmed amount and delivery rate unknown) in the plastic surgery department. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "low battery always" which was reproduced by connecting the unit to the alternating current (ac) power source. The reported symptom "low battery always" were verified and found to be caused by a failed ac power adapter. The ac power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.